Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. D4: corrected d10: concomitant devices: (B)(6) 180-01-50 - nv crown cup clstr hole 50mm group 1. (B)(6) 164-12-12 - novation element ro x/o sz 12. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) 170-32-00 - biolox delta femoral head 32mm od, +0mm. G4: corrected. H6: corrected health effect and medical device clinical codes.

Manufacturer narrative:
D10: no concomitants available.

Event description:
It was reported via legal documentation that approximately 16 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, limited range of motion and loss of mobility. No further issues or complications were reported. No additional information is available.